Manufacturer narrative:
Concomitant product(s): addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both right ventricular (rv) and right atrial (ra) leads exhibited unstable thresholds. The leads were removed and replaced. No patient complications have been reported as a result of this event.